Manufacturer narrative:
(B)(4), this complaint is currently being investigated and the device evaluation is currently in progress. We will provide a final report with the results of our investigation.

Event description:
A hosp in (B)(6) reported that an opt546 adult nasal cannula was "sitting oddly in the pt's nares". It was stated that upon closer inspection the silicone cannula was twisted so that the airflow was directed away from the cannula. It was reported that the pt's spo2 dropped for a period of time but returned to normal once the problem was corrected.